Manufacturer narrative:
Device evaluation: both tamper seals were intact. Non-OEM (original equipment manufactured) battery identified. There were no other signs of external damage. The event history log could not be viewed due to blank screen with constant alarm. Found blank screen with constant alarm at power up. Incomplete update process by customer. Blank screen with constant alarm found was caused by incorrect process for software update by customer. Software was updated to v1.6.4 to resolve the issue. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. A service history review identified this device has not been in for service previously.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarmed when powered on and has a blank green screen. No patient injury reported.